Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image": olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, fluid ingress at scope connector causing corrosion leading to video image and other electrical functionality issue, light cover glasses chipped, light cover glasses adhesive uneven, optical cover glasses chipped, optical cover glasses adhesive uneven, distal end glue leaking, angulation out of spec and electrical safety test failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope exhibited e315 scope error. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.